Manufacturer narrative:
Zimvie complaint: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie did not receive one (1) tmt4b13, (imp tm 4.1mm mtx full,13m) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tmt4b13 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental: functional: fracture: implant. The customer did submit images for the reported event. Medical affairs provided feedback regarding the x-ray. The implant at site 44 was fractured. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was material selection of implant inadequate (unable to withstand occlusal forces or long-term loading). Therefore, based on the available information and x-ray review, a device malfunction did occur. The implant was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. D4: lot number is not provided / unknown. G4: additional 510(k) numbers are k113753 and k112160.

Event description:
It was reported that the implant at tooth #44 fractured. Implant removed with socket preservation under intravenous sedation. Implant has since been replaced.